Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's drg ipg was no longer functioning. It was undetermined when the device stopped functioning. Surgical intervention was taken and the scs ipg was successfully replaced, and the issue addressed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.